Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two leads were returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 4 months after the device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Products: 1458q75 st-jude lead implanted: 2013 (B)(6). (B)(4).